Event description:
It was reported that a battery analysis was requested due to device last over ten years. Device analysis revealed that the device was exhibiting premature battery depletion (pbd). The actual battery voltage and estimated battery voltage from usage has started to dissociate. Engineers recommended device replacement or to re-evaluate battery status and to return the device for analysis when replaced. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery analysis was requested due to device last over ten years. Device analysis revealed that the device was exhibiting premature battery depletion (pbd). The actual battery voltage and estimated battery voltage from usage has started to dissociate. Engineers recommended device replacement or to re-evaluate battery status and to return the device for analysis when replaced. As of this time, the device remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.